Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
(B)(6) hospital staff member called on behalf of the customer to report via phone call that the customer experienced high blood glucose level of 500 mg/dl. The customer was taken to the hospital friday yesterday on (B)(6) 2017. The customer stated they were wearing the insulin pump at the time of the hospitalization. The customer stated her high blood glucose levels began last week sometime but she does not know what the exact date was and the customer stated she changed her infusion set three times when she was having the problems. The customer stated she checked all day about 15 times and her blood glucose levels were in the 400's. The customer stated she could not get it to go down so she delivered a manual injection of 5 units in her stomach. The customer stated she did not see any crimping of the cannula when she took the infusion set out and noticed no blood. The customer was assisted with troubleshooting for the insulin pump and there were no leaks nor bent tubing or air bubbles. The customer did not have a tubing clamp to perform the hp test. A tubing clamp will be sent to the customer and the customer was advised to contact helpline back when it was received so the hp test can be performed for the insulin pump. The product was not returned for analysis.